Manufacturer narrative:
Investigation findings: the device was received for eval and the reported problem was confirmed. A visual examination of the packaging containing this sterile implant found voids throughout the seal. An investigation into this problem remains in process.

Event description:
It was reported by the distributor that the packaging containing this sterile implant has a problem with the seal. This was noted during receiving and inspection of the product and was not used.